Manufacturer narrative:
Device code relates to problem code for the reported issue of tip damaged. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03897 and 3005099803-2017-03898 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two (2) wallflex biliary rx uncovered stents were to be used in the common bile duct to treat a malignant stricture due to hepatic portal cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the first wallflex biliary stent (subject of MFR report # 3005099803-2017-03897). However, the lower end of the stent was slightly deformed. The physician tried to advance the second wallflex biliary stent (subject of this report) into the right bile duct through the first wallflex biliary stent. However, the second wallflex stent was unable to cross the stent strut of the first wallflex stent. The physician attempted to advance the second wallflex further but the lower end part of the first stent was deformed. The second wallflex stent failed to advance through the stent strut of the first stent so the physician removed the first wallflex stent. The physician also noted a deformation at the tip of the second wallflex stent. The physician removed the second stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex biliary rx uncovered stent and delivery system were received for analysis. The stent was fully-constrained on the delivery system. Visual examination of the returned device found the outer sheath was kinked at the guidewire access sleeve (gas) and was bent at the distal end. No damages were noted at the tip of the device. Functional evaluation found it was possible to deploy the stent using the delivery system as received. The stent was measured to be within specifications. No issues noted with the stent and no other issues noted with the device. Device analysis determined that the condition of the returned device was not consistent with the complaint incident; the tip was not damaged. The damages noted with the device were consistent with the application of excessive force in the delivery system, which may have caused the outer sheath to be kinked at the guidewire access sleeve and bending at the distal end. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03897 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two (2) wallflex biliary rx uncovered stents were to be used in the common bile duct to treat a malignant stricture due to hepatic portal cholangiocarcinoma during a stent placement procedure performed on (B)(6) , 2017. According to the complainant, during the procedure, the physician was able to deploy the first wallflex biliary stent (subject of MFR report # 3005099803-2017-03897). However, the lower end of the stent was slightly deformed. The physician tried to advance the second wallflex biliary stent (subject of this report) into the right bile duct through the first wallflex biliary stent. However, the second wallflex stent was unable to cross the stent strut of the first wallflex stent. The physician attempted to advance the second wallflex further but the lower end part of the first stent was deformed. The second wallflex stent failed to advance through the stent strut of the first stent so the physician removed the first wallflex stent. The physician also noted a deformation at the tip of the second wallflex stent. The physician removed the second stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.